Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not detected on bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 5-2 drawer pockets were not detected on the bus. A field service engineer tried reseating the row board cable to no avail and then replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.